Manufacturer narrative:
Additional narrative: (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that there was foreign fibrous material left behind by a cleaning instrument, causing the locking mechanism to malfunction. It was further determined that the bearings, spacers, and snap rings demonstrated a large amount of corrosion. It was determined that this coupled with the locking mechanism failure resulted in total failure of the device. Therefore, the reported condition was confirmed. The assignable root cause of the component damage was determined to be due to user error / abuse and possibly misuse. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The product brand name was documented as 11cm angle attachment in the initial report. The product brand name has been updated to 11cm medium, qd angle attachment. The product catalog number was documented as qd11 in the initial report. The product brand name has been updated to qd11-g1. The 510k number was corrected. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(4) that the attachment device was overheating during use. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.